Manufacturer narrative:
Follow-up # 1 date of submission 04/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings: a review of the pump¿s black box history showed that a ¿loss of prime¿ warning with a low non-zero force was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no contamination or damage to the force sensor circuit was observed. The complaint of the ¿loss of prime¿ warnings was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting frequent loss of prime alarms. It was noted that cartridges from different boxes were used but were not able to resolve the loss of prime issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.